Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a discrepancy greater than 15 units. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer successfully loaded a new cartridge.